Event description:
It was reported that the touchscreen on a pump was not responsive, with the screen being frozen and unresponsive to customer input. There was no adverse impact on the customer¿s blood glucose level. The customer received complete instructions for resetting the pump from technical support and chose to perform the reset, successfully restoring the screen's functionality.